Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s flow values dropping to 0 liters per minute (lpm), causing a flow below minimum alarm to occur, was confirmed via the provided log files. Log files from both consoles captured an f3: flow below minimum alarm on (B)(6) 2025 at 19:55:27 (console (B)(6)) and at 19:55:41 (console (B)(6)), followed by the patient¿s flow values dropping to below 1 lpm, consistent with the reported timing of the event. The flow values were observed to have been restored at 20:14:10 (console (B)(6)) and at 20:14:25 (console (B)(6)), and several more f3 alarms were intermittently observed throughout the remainder of the data when the flow values fluctuated below the alarm threshold within the data of both consoles. The set speed was unaffected by the fluctuating flow values throughout the data. The f3 alarms resolved after the patient¿s flow stabilized, and no other notable events were observed. The centrimag motor (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the flow was able to be recovered, and that the centrimag motor is currently supporting the patient at this time. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files was requested for review specifically for (B)(6) 2025 around 20:30 to 23:00. The site was concerned if the patient still had any flow on each ventricular assist device (vad). Review of the data logger showed no flow at 19:55 to 20:14 on both consoles. The monitor appeared to be on the same date but 1 hour 5 minutes behind current time. The patient was on a centrimag biventricular assist device (bivad). The right ventricular assist device (rvad) was first affected, then the left ventricular assist device (lvad) where the flows went to zero and flow below minimum alarms on rvad then lvad. The patient started seizing at 21:14 and cardiopulmonary resuscitation (CPR) was started. The patient was intubated at 21:32. Flows and support were recovered. The patient was able to sit up and was nonverbal at the time. The patient had remained on the same equipment.

Manufacturer narrative:
Section a3: patient gender was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 16jan2026 stated the patient was stable.